Event description:
The customer reported via phone call that the insulin pump alarmed motor error after priming for the infusion set change. Pump data was not accessible through carelink. Pump was a replacement pump that was replaced on (B)(6) 2012. The customer bought his original pump in (B)(6) 2011.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus / basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was downloaded properly with carelink pro. However, the pump had multiple alarms in alarm history file, which were due to a corrupted history file. The pump also had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.